Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. Mhr review could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found 6 complaints reported with the item (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Event description:
It was reported that the blue plastic broke in half, therefore, the instrument is unusable. Nothing fell into the patient and they were able to finish the surgery without any delay.

Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). The product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue plastic broke in half, therefore, the instrument is unusable. Nothing fell into the patient and they were able to finish the surgery without any delay.